Event description:
Event description boston scientific crm received information that the patient with this right ventricular lead experienced a syncopal episode. A review of the daily measurements revealed lead impedances greater than 2500 ohms. More recent impedances are around 1880 ohms in bipolar and 1690 ohms unipolar. Ventricular thresholds were noted at 3.5v, up from 0.5v at implant. No adverse patient effects were reported.